Event description:
It was reported that during the implant procedure, the lead helix finally advanced after multiple attempts, but could not be retracted in order to change position. The physician removed the lead and implanted another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).